Event description:
Reporter alleged discrepant blood glucose values of 27 mg/dl back to back with a result of 180 mg/dl when testing was performed 4 minutes apart on the complete system. Reporter stated he was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.